Event description:
Probes were placed 4 and 2 days in same pt. For that time, the probes were working without any reported problems. After CT, the probes were reading zero. The monitor and cables were checked and reported as being ok. The probes were reading zero in air.